Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (on 2008 live birth) in 2005 and multi gravida (4 live births ((B)(6) 1987, (B)(6) 2005 and (B)(6) 2002, (B)(6) 2008)). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), malaise ("malaise"), pain ("severe and persistent body aches and pains"), vision blurred ("blurry vision"), fungal infection ("frequent yeast infections"), rash ("rashes"), lethargy ("lethargy"), metrorrhagia ("bleeding between cycles"), oral herpes ("frequent and extremely painful cold sores"), weight increased ("weight gain"), alopecia ("hair loss") and blood glucose increased ("high blood sugar"). In (B)(6) 2011, the patient experienced arthritis infective ("shoulder infection"). In 2011, the patient experienced allergy to metals ("hypersensitivity reaction to nickel /allergic to nickel"). In 2012, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions:"). The patient was treated with paracetamol (pain relief), metformin, glipizide and surgery (essure removal surgery with hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, malaise, pain, vision blurred, fungal infection, rash, lethargy, metrorrhagia, oral herpes, weight increased, alopecia, blood glucose increased, allergy to metals, mental disorder and arthritis infective outcome was unknown and the back pain had not resolved. The reporter considered allergy to metals, alopecia, arthritis infective, back pain, blood glucose increased, fungal infection, genital haemorrhage, lethargy, malaise, mental disorder, metrorrhagia, migraine, oral herpes, pain, pelvic pain, rash, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). On (B)(6) 2009, patient had performed radiology test with dye. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet, new reporter, patient demographic, lab data, relevant history, product indication, start stop date and lot number, new events, migraines, malaise, severe and persistent body aches and pains, blurry vision, frequent yeast infections, rashes, lethargy, excessive bleeding, bleeding between cycles, frequent and extremely painful cold sores, weight gain, hair loss, high blood sugar, lower back pain, pelvic pain, essure caused or aggravated any psychiatric and/or psychological conditions, shoulder infection and hypersensitivity reaction to nickel /allergic to nickel were added. The previous event, severe and permanent injuries was deleted essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pains,") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (on 2008 live birth) in 2005 and multi gravida (4 live births ((B)(6) 1987, (B)(6) 2005 and (B)(6) 2002,(B)(6) 2008)). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), malaise ("malaise"), pain ("severe and persistent body aches and pains"), vision blurred ("blurry vision"), fungal infection ("frequent yeast infections"), rash ("rashes/rash on my back"), lethargy ("lethargy"), metrorrhagia ("bleeding between cycles"), oral herpes ("frequent and extremely painful cold sores"), weight increased ("weight gain"), alopecia ("hair loss") and blood glucose increased ("high blood sugar"). In (B)(6) 2011, the patient experienced arthritis infective ("shoulder infection"). In 2011, the patient experienced allergy to metals ("hypersensitivity reaction to nickel /allergic to nickel"). In 2012, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions:"). The patient was treated with paracetamol (pain relief), metformin, glipizide and surgery (essure removal surgery with hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, malaise, pain, vision blurred, fungal infection, lethargy, metrorrhagia, oral herpes, weight increased and alopecia was resolving, the rash had resolved, the blood glucose increased, allergy to metals, mental disorder and arthritis infective outcome was unknown and the back pain had not resolved. The reporter considered allergy to metals, alopecia, arthritis infective, back pain, blood glucose increased, fungal infection, genital haemorrhage, lethargy, malaise, mental disorder, metrorrhagia, migraine, oral herpes, pain, pelvic pain, rash, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48011 kg/sqm. On (B)(6) 2009, patient had performed radiology test with dye. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received: event outcome updated for migraines, malaise, severe and persistent body aches and pains, blurry vision, frequent yeast infections, rashes (went away next day), lethargy, excessive bleeding and bleeding between cycles, frequent and extremely painful cold sores, weight gain, and hair loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pains,") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure (batch no. 627313) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (on (B)(6) live birth) in (B)(6) and multi gravida (4 live births ((B)(6) 1987, (B)(6) 2005 and (B)(6) 2002, (B)(6) 2008)). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), malaise ("malaise"), pain ("severe and persistent body aches and pains"), vision blurred ("blurry vision"), fungal infection ("frequent yeast infections"), rash ("rashes/rash on my back"), lethargy ("lethargy"), metrorrhagia ("bleeding between cycles"), oral herpes ("frequent and extremely painful cold sores"), weight increased ("weight gain"), alopecia ("hair loss") and blood glucose increased ("high blood sugar"). In (B)(6) 2011, the patient experienced arthritis infective ("shoulder infection"). In (B)(6), the patient experienced allergy to metals ("hypersensitivity reaction to nickel /allergic to nickel"). In (B)(6), the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions:"). The patient was treated with paracetamol (pain relief), metformin, glipizide and surgery (essure removal surgery with hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, migraine, malaise, pain, vision blurred, fungal infection, lethargy, metrorrhagia, oral herpes, weight increased and alopecia was resolving, the rash had resolved, the blood glucose increased, allergy to metals, mental disorder and arthritis infective outcome was unknown and the back pain had not resolved. The reporter considered allergy to metals, alopecia, arthritis infective, back pain, blood glucose increased, fungal infection, genital haemorrhage, lethargy, malaise, mental disorder, metrorrhagia, migraine, oral herpes, pain, pelvic pain, rash, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48011 kg/sqm. On (B)(6) 2009, patient had performed radiology test with dye. Most recent follow-up information incorporated above includes: on 15-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.